Event description:
It was reported that the implant procedure of the pacing system (device, right atrial, right ventricular, and left ventricular leads) caused the patient to experience abdominal pain and eructation for three days. A blood test was abnormal (the hemoglobin level was low) and there was a hemorrhage of the stomach. The system remains in use. The patient is a participant in the markers and response to cardiac resynchronization therapy (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the implant procedure of the pacing system (device, right atrial, right ventricular, and left ventricular leads) caused the patient to experience abdominal pain and eructation for three days. A blood test was abnormal (the hemoglobin level was low) and there was a hemorrhage of the stomach. Follow-up attempts were made to determine if the pain, eructation, and hemorrhage had been resolved, however no information was received. The system remains in use. The patient is a participant in the markers and response to (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.